Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 155 mg/dl at the time of the incident. Customer stated that, the insulin pump was off and currently having a blank screen has already changed the battery but still blank. Customer stated that we would not be able to troubleshoot any further due to blank screen will be replacing the pump for the customer per previous notes. Customer stated that his blood glucose was a little high so he bloused and then he checked an hour later and it was not on, he changed batteries but nothing happens. Customer stated that, the display did not return. Customer also reported that, he had the battery out since this morning. The device will be returned for analysis.